Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the locking mechanism was not functioning properly. The customer's immediate concerns were addressed by replacing the solenoid and bearing. The defective parts were disposed of while on-site. No further information is available.

Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer replaced the solenoid and bearing to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.